Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter had particulate matter. This occurred during set up. It was stated that a plastic particle was cored was found. There was no patient involvement. No additional information is available.

Manufacturer narrative:
: Device manufacture date: 06/03/2016 ¿ 06/07/2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed grey particulate matter present in the vial of the sample. The particulate matter was tested via ir spectroscopy and determined that the particle was consistent with an inorganic silicate-filled butyl rubber. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.